Event description:
The customer contacted stryker to report their device unexpectedly locked up and lost power while in use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue could not be duplicated. It was noted that the battery in use was old and needs to be replaced. The system board and battery pins were replaced proactively. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.